Event description:
During initial use of an ethicon endo-surgery harmonic ace laparoscopic shears a "no lives left" messages was shared. The cord was subsequently exchanged with the same message being shared. An additional "like" device was then utilized without issue. Diagnosis or reason for use: cholecystectomy, hiatal hernia repair.